Event description:
It was reported that the patient could no longer feel the therapy and was experiencing communication issues between the remote control and the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 5169920, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 5171775, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 22890120, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).